Event description:
During a remote follow up, noise resulting in oversensing and oversensing of myopotentials were observed on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.

Event description:
Additional information was received that lead damage was suspected but this was not confirmed.